Event description:
It was reported that post-paced t-wave oversensing on the ventricular lead was observed during a follow-up. The patient is asymptomatic. Reprogramming changes were made. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.